Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related MFR report number 2030404-2016-00031, 2030404-2016-00032, 3005334138-2016-00041, 3005334138-2016-00042. Following an af ablation procedure, a pericardial effusion was noted. The patient became hypotensive and experienced retrosternal back pain and an echocardiogram revealed a tamponade. The patient returned to the cath lab and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.